Manufacturer narrative:
Manufacturer's investigation conclusion: due to patient privacy laws, the managing hospital would not communicate any additional information regarding the patient¿s outcome. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU rev b is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient underwent transplant. Additional information was not provided. It was noted that based on a review of the patients record and a request for patient outcome, there were no device issues at the time of the patient outcome.